Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 32 mg/dl. Customer's current blood glucose was over 54 mg/dl and 334 mg/dl. Customer treated low blood glucose was peanut butter cookie and dinner. The customer did not experience any symptoms such as a result of low blood glucose. Troubleshooting was done for low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose. Auto mode feature was unknown at the time of event. The insulin pump will not be returned for analysis.